Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm the system controllers inability to produce an audible alarm or damage to the label. The system controller was not returned for analysis, and no log files were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be determined off the information provided. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment, explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section b- ¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's batteries were dying within 2 hours of wearing them with no audible alarm. The batteries were replaced. The serial number of the system controller was unknown as the label sticker was rubbed off. The patient was not available for a download at the time. A self test was tried with no audible alarm. There were no other issues with the system controller not alarming.